Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The sample has not been returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unk. Current information in the IFU includes: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that after a cross-over dilatation through a 6f cross-over sheath, the balloon got stuck in the sheath. The surgeon had to remove the sheath out of the patient. The physician was able to do a dilatation via 'retrograde' (ipsilateral). There was no patient injury reported.